Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Blood glucose (bg) was 330 and a correction bolus via the pump was delivered to address the bg level. As the pump supplies had been changed, a cause of the occlusion could not be determined.